Manufacturer narrative:
(B)(4). D6: implant date: between : (B)(6) 2006 to (B)(6) 2010. Therapy date: unknown. G2 report source: italy report source: legnani, c., massaro, e., peretti, g. M., macchi, v., borgo, e., & ventura, a. (2025). Medial unicompartmental knee arthroplasty combined with anterior cruciate ligament reconstruction yields similar outcomes compared to unicompartmental knee arthroplasty alone. Translational sports medicine, 2025(1). Https://doi.org/10.1155/tsm2/7606835. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 28-jul-2025, a journal article was retrieved from translational sports medicine (2025) that reported a retrospective study from italy. The purpose of the study was to compare the objective, radiological, and functional results of medial unicompartmental knee arthroplasty (uka) combined to acl reconstruction and those of isolated uka. The study reviewed, from 2006-2010, twelve patients with medial oa and acl incompetence were suitable for combined uka and acl reconstruction (group a) and twenty-four patients who underwent isolated uka (group b). Group a, surgery for uka combined with acl reconstruction was conducted using autologous hamstring tendon grafts fixed proximally with either a retrobutton device (arthrex, naples, and fl) or a rigid-fix equipment (depuy mitek, raynham, ma, USA) and an allegretto unicondylar fixed-bearing prosthesis (zimmer- biomet orthopedics, warsaw, in, USA). A biorci screw (bioabsorbable rounded cannulated interference, smith & nephew inc. Andover, ma, USA) was used to perform the distal fixation. Group b patients were all given a cemented oxford partial knee arthroplasty (zimmer-biomet orthopedics) by means of a medial parapatellar arthrotomy. The study population had a mean age at surgery was 54 years for group a and 54.7 years for group b; (group a 8 males/4 females and group b 16 males/8 females). For group a, the average radiographic follow-up was 7.9 years, whereas group b had an average of 9.2 years. It was reported that one patient, within group b, experienced a superficial wound dehiscence. All products remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4, b5, d2, g1, g3, g6, h1, h2, h6. Product has not been returned. No product evaluation was able to be completed. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.